Event description:
A falsely elevated troponin I result of 6.89 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested on the same analyzer with a result of 0.01 ng/ml. The sample was repeated in a sample cup with results of 0.03 ng/ml and 0.03 ng/ml. No treatment was prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the need for heterogeneous module (hm) maintenance.

Manufacturer narrative:
No further evaluation of the device is required. The probable cause of the erroneous value was the need for hm maintenance. The dade behring technical assistance center representative walked the customer through the procedures. The instrument is now performing to expectations.